Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician attempted to fixate the lead in multiple locations and in some instances the helix would not manually retract when turned clockwise. The physician had to pull on the lead repeatedly and the helix became extended. The lead was removed and replaced. No patient complications have been reported as a result of this event.